Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation a was not found .the product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed . In addition, a review of the share logs was performed and transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It was reported that pair new transmitter alert occurred. Product was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation a was not found .the product was evaluated. An external visual inspection was performed and passed.voltage test was performed and failed . In addition, a review of the share logs was performed and transmitter failed error was found in connection to the reported allegation. The reported event of pair new transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem - additional.. Additional device information - correction. Device availability- additional. Date received by manufacturer - additional. Correction/additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes ¿ additional.